Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report # 3006705815-2019-01252. It was reported that one of the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, patient has effective therapy. Note: as it is unknown which lead was liable, both leads are being reported.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-01252.